Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was intact with no damage. The battery cap was unable to be removed from the pump due to damage to the cap. The battery cap threads were found to be stripped. During investigation, a tool was required to remove the battery cap from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the battery cap was not able to be removed from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.